Event description:
An osteoraptor 2.9 anchor (lot number unknown) was used in a patient for shoulder stabilization 13 weeks ago. The patient was re-scoped and the surgeon found that one of the ultrabraid sutures had snapped at some stage post-op adjacent to the knot. This has caused the stabilization procedure to fail. The surgeon and patient are keen to know why this happened and would ideally like the suture to be analyzed. The small portion of snapped suture (including the knot) has been removed from the patient.

Manufacturer narrative:
(B)(4).